Event description:
It was reported that: while the device was ventilating a pt; the device shut down and stopped ventilating. The staff was able to manually ventilate the pt and transferred the pt to another machine. No pt injury.